Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized. It was reported the patient was treated with unspecified antibiotic and the treatment is ongoing for peritonitis. At the time of this report, the patient did not recover from the event. Pd therapy is ongoing. No additional information is available.